Manufacturer narrative:
Not returned to manufacturer.

Event description:
Reprise (B)(4) (dilator couldn't be inserted into the sheath) event description: unable to introduce in the introducer (device deficiency): on (B)(6) 2016, during the index procedure, a lotus introducer (lot # 282882) was opened but not attempted due to unable to insert the dilator into the sheath. A second lotus introducer (lot # 282882) was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 21 mm lotus valve. Per edc, the device deficiency did not led to an sae. Femoral artery occlusion (001-sae). On (B)(6) 2016, on the same of the index procedure, the subject was diagnosed with femoral artery occlusion. The subject was treated with venous repair. No other additional information is available. Of note, site has been queried to reconfirm whether event would qualify for cec criteria of vascular complication (major). Response awaited. On (B)(6) 2016, the event was considered to be recovered/resolved. Relationship to index procedure per investigator: related.

Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 282882 did not highlight any anomaly which could contribute to this reported event. A similar complaint review was completed for lot 282882 and this review concluded that, no further complaints were opened specific to batch 282882 where a similar as reported event was recorded. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. The most probable root cause classification code assigned to this complaint is undeterminable where review and analysis of all available information fails to indicate a root cause or probable root cause. There is no indication that the lotus introducer sheath contributed to the femoral artery occlusion which is possibly due to disease and is not related to the procedure. Additional information had been requested specific to this however a response was not received. Based on a review of the fmeas and based on this complaint investigation, no updates are required to the risk documentation for the lotus introducer sheath. The reported failure mode is not a new or unanticipated failure mode and is considered within the risk documentation. Based on the above conclusion, no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types. Device not returned to manufacturer.

Event description:
(B)(4) (dilator couldn't be inserted into the sheath). Event description: unable to introduce in the introducer (device deficiency): on (B)(6) 2016, during the index procedure, a lotus introducer (lot # 282882) was opened but not attempted due to unable to insert the dilator into the sheath. A second lotus introducer (lot # 282882) was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 21 mm lotus valve. Per edc, the device deficiency did not led to an sae. Femoral artery occlusion (001-sae). On (B)(6) 2016, on the same of the index procedure, the subject was diagnosed with femoral artery occlusion. The subject was treated with venous repair. No other additional information is available. Of note, site has been queried to reconfirm whether event would qualify for cec criteria of vascular complication (major). Response awaited. On (B)(6) 2016, the event was considered to be recovered/resolved. Relationship to index procedure per investigator: related.

Manufacturer narrative:
Follow-up 2: device review could not confirm the reported complaint. There was no evidence of the alleged issue or any defect which could have contributed to the event. The dilator was inserted into the sheath. The insertion forces observed were deemed to be typical of insertion forces historically seen by the complaint analyst. An interference fit is required between the dilator and the valve assembly in order to ensure leakage does not occur during the clinical procedure. This interference fit results in a degree of force being required to insert the dilator assembly. The valve at the proximal end of the sheath appeared to be as expected with the slit being present. The valve opened once the tip of the dilator was pushed against the center of the valve which confirms that the slit was present on the valve. A review of the manufacturing documentation for lot # 282882 did not highlight any anomaly which could contribute to this reported event. A similar complaint review was completed for lot 282882 and this review concluded that, no further complaints were opened specific to batch 282882 where a similar as reported event was recorded. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. The most probable root cause classification code assigned to this complaint is "not confirmed' where device review and complaint analysis concluded that there was no evidence of the alleged issue or any defect which could have contributed to the event. There is no indication that the lotus introducer sheath contributed to the femoral artery occlusion which is possibly due to disease and is not related to the procedure. Additional information had been requested specific to this however a response was not received. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath. The reported failure mode is not a new or unanticipated failure mode and is considered within the risk documentation. Based on the above conclusion, no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types.

Event description:
(B)(4) (dilator couldn't be inserted into the sheath). Event description: unable to introduce in the introducer (device deficiency): on (B)(6) 2016, during the index procedure, a lotus introducer (lot # 282882) was opened but not attempted due to unable to insert the dilator into the sheath. A second lotus introducer (lot # 282882) was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 21 mm lotus valve. Per edc, the device deficiency did not led to an sae. Femoral artery occlusion (001-sae). On (B)(6) 2016, on the same of the index procedure, the subject was diagnosed with femoral artery occlusion. The subject was treated with venous repair. No other additional information is available. Of note, site has been queried to reconfirm whether event would qualify for cec criteria of vascular complication (major). Response awaited. On (B)(6) 2016, the event was considered to be recovered/resolved. Relationship to index procedure per investigator: related.